Event description:
On 6/19/97, customer service staff received a medical complaint from the patient's practitioner. The practitioner reported that the patient had to go the emergency room on 6/18/97 and was diagnosed with a "severe allergic reaction to rgps." The patient also reported to her practitioner that she had injection and corneal keratitis with inflammation around the orbit.